Event description:
A barostim system was implanted on (B)(6) 2025, and a titration occurred on (B)(6) 2025. Following the implant procedure, the patient experienced a hoarse throat and loss of voice with phlegm. Per the opinion of the physician, the cause of the symptoms was intubation that was needed for surgery. The patient was referred to an ent and the symptoms were expected to resolve. As of (B)(6) 2025, the patient continues to experience hoarse throat and loss of voice and was seen for an ent follow-up. The patient reported that the ent revealed that they had some vocal cord trauma. As of (B)(6) 2025, the patient was still experiencing vocal cord paralysis which was making it difficult to do their job.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was intubation that was needed for surgery. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).